Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed ¿defib fault 80¿, ¿defib fault 109¿, and ¿defib fault 111¿ messages. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.